Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned stem impactor rod confirms the threaded tip broke off. The thread tip was returned with the device. The device is manufactured in 2007. The device exhibits signs of significant wear and use. A medical investigator was conducted and per complaint details, the impactor threaded capture broke off into the stem during impaction; however, there was no surgical delay to the case. The product evaluation confirmed the breakage and the fractured portion was returned with the instrument. Based on the information provided, there is no suspicion of a retained foreign body, there was no surgical delay and the patient reportedly ¿left surgery in good health¿ after the procedure had been completed with the same device. Patient impact beyond the reported instrument breakage is not anticipated as no surgical delay was reported and the ¿patient left surgery in good health¿. Therefore, no further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the threaded capture of the impactor broke off while impacting the stem. The broken piece was removed from the patient using a hemostat. The procedure had been completed with the same device. Surgery was not delayed. No other complication was indicated.